Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
On (B)(6) 2017 a watchman ® laa closure device was successfully implanted during a laa closure procedure. On (B)(6) 2017 the patient was admitted to the emergency room at a different hospital with a gastrointestinal (gi) bleed and asystolic arrest (provoked by severe metabolic derangements from the gi bleed). The patient's hemoglobin was 5 on presentation. The patient was treated and "remarkably" recovered. She was found to have an actively bleeding duodenal ulcer which may have been due to starting warfarin post procedure. The bleeding was treated endoscopically. Two echocardiograms, as well as fluoroscopy in the cath lab, showed the watchman device was well seated (despite chest compressions and multiple rounds of CPR). There was no evidence of pericardial effusion/laa appendage perforation/device embolization. No further patient complications were reported and the patient's status was stable.